Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used during an airway balloon dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon would not inflate due to gas leak noted on the device. The procedure was completed with another cre pulmonary dilatation balloon . There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: problem code 1354 captures the reportable event result of balloon leak. Block h10: investigation result a visual examination of the returned complaint device found that the balloon was torn longitudinally. Functional evaluation could not be performed due to the condition of the returned device. It is most likely that the failure may be related to the device being inflated with gas which is not recommended to be used and this condition could have contributed to the damage found in the balloon, affecting the performance and intended purpose of the device and leading to the cause of the reported adverse event. Therefore, the most probable root cause is failure to follow instructions. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the directions for use (dfu)/product label as gas was used to inflate the balloon.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre pulmonary dilatation balloon was used during an airway balloon dilation procedure performed on (B)(6) 2019. According to the complainant, during the procedure, the balloon would not inflate due to gas leak noted on the device. The procedure was completed with another cre pulmonary dilatation balloon . There have been no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.